Manufacturer narrative:
Device problem code: a140901 - complete blockage patient problem code: f26 ¿ no health consequences or impact pr 9247836: initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 305916 batch#: 2007149. It was reported by customer that bd safety glide - needles aren't allowing medication to go through. 3 boxes so far have had this issue. He said they do have defective needles for investigation verbatim: rcc received a complaint via phone. Pir attached. Bd safety glide - needles aren't allowing medication to go through. 3 boxes so far have had this issue. He said they do have defective needles for investigation. Ref: 305916 lot: 2007149 (B)(6).

Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported the needles are not allowing medication to go through. To aid in the investigation, fourteen samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples did not expel the solution; the needles are clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305916, lot 2007149. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2007149 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.